Event description:
It was reported that the customer went to the emergency room and subsequently hospitalized with a high blood glucose of 500 mg/dl. Cause was unknown. The experienced a heart attack and received treatment involving a stint and subdural hematoma evacuation to address a bleeding clot on the brain, along with insulin and saline, which resolved the issue. Healthcare professionals noted potential permanent damage, but not identified. Customer was released from the hospital on (B)(6) 2025 and declined further assistance or a supplies/system check.